Manufacturer narrative:
Correction: d9; h6. Additional information-investigation conclusion: d4; h4; h6. The product involved in the report was returned and processed for evaluation. Functional testing was performed on the returned product; according to sample evaluation results the failure mode could not be replicated during testing; therefore, the reported issue of leak was not confirmed. However, a root cause for the reported issue of sleeve inflation was determined to be incorrect positioning of the catheter during suction; if the skive holes go back and beyond the catheter washer, the sleeve will inflate. The device history record for lot 30333948 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
The caregiver reported, the closed suction catheter (csc) was changed; no issue was noted. Additional care(s) of the patient were performed and they were repositioned, after which a leak on the ventilator was noted to have increased and the csc ballooned. The caregiver, attempted to hold the ccs so that it would not get anymore air and the leak went down. The csc was immediately removed and the technician specialist was informed. There was no reported injury.

Event description:
The caregiver reported, the closed suction catheter (csc) was changed; no issue was noted. Additional care(s) of the patient were performed and they were repositioned, after which a leak on the ventilator was noted to have increased and the csc ballooned. The caregiver, attempted to hold the ccs so that it would not get anymore air and the leak went down. The csc was immediately removed and the technician specialist was informed. There was no reported injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 17 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.